Event description:
Hcp reported pt presented with signs of an infection of device pocket. These include redness, swelling, drainage, and incisional wound opening. Cultures of the device pocket were obtained. Staph aureus was the organism cultured. The pt was treated with IV and oral antibiotics. Total device system explant -date unk. Hcp reports pt's infection resolved with no drug withdrawal. The pt has a risk factor of debilitated status.